Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the stent delivery wire (sdw) was in the stent introducer sheath in the hub of the catheter and the stent was deployed with a portion of the stent within the catheter lumen and a portion of the stent in the hub. The sdw was broken at the distal end with the bumpers and distal end stuck in the catheter lumen with the stent. The catheter was noted to be kinked adjacent to the strain relief and distal to the strain relief. The introducer sheath distal tip was severely damaged. It is likely that damage sustained to the device during the clinical procedure led to the difficulty experienced during transfer and the stent becoming lodged in the catheter lumen and hub. It is probable that the damage to delivery wire occurred due to procedural and/or anatomical factors during use. Therefore based on all of the information available an assignable cause of handling damage was assigned to the observed delivery wire break.

Event description:
Analysis of the returned device revealed that the stent delivery wire was broken. No consequences to the patient were reported.